Manufacturer narrative:
Correction/additional information: d4- primary prod-batch/lot number was updated to include the batch sequence number 0015.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g3, g4, g7, h2, h3, h6 and h10. 61 - intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have a broken blade and a broken roll gear input. The tabs on the roll gear were broken off. The blade broke at roughly 0.174¿ from the base. The broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device was activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure was fatigue failure due to mishandling/misuse. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A video clip of the procedure was made available for review; however, upon review, there was insufficient footage provided to make a conclusive determination about the root cause of the customer reported failure mode. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted esophageal resection procedure, a blade of the harmonic ace instrument broke and a fragment fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error message was received after using the harmonic ace instrument for five minutes indicating that the user needed to reduce pressure on the blade. The customer noted that only a small amount of tissue was between the blades. The instrument suddenly stopped working and the blade broke off and fell into the patient. The fragment was retrieved during the same procedure. A backup instrument was used and the procedure was completed with no adverse effect, harm, or outcome to the patient. Intuitive surgical, inc. (Isi) contacted the site and obtained additional information regarding the reported issue: the issue occurred during a da vinci-assisted esophageal resection procedure. The target tissue was the omentum and a lymph node. The surgeon was also using a fenestrated tip-up grasper instrument and a fenestrated bipolar forceps instrument at the time of the event. The instrument did not collide with anything before the event occurred and it was not dirty. The instrument sealed about four times before the error message appeared. The customer then noted a long, unusual sound. The fragment was retrieved with the laparoscopic forceps. The instrument was only introduced into the patient once. The procedure was only delayed 10 minutes and there were no complications reported. The site believed that the issue was caused by a faulty reload. A video of the event was made available for review.